Event description:
It was reported that the patient experienced throbbing pain in the left leg and at the top of the foot after the implant procedure. The patients pain was not device or procedure related and the cause was unknown. The patient was given a pain medication and was reportedly doing well.